Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. No device received.

Event description:
Facility reported to sales representative that while placing a PICC line on a patient, the needle allegedly would not advance very far into the arm. When the pa tried to pull the wire back out of the needle, the wire allegedly formed a knot and reportedly could not be removed from the arm. The doctor was said to have had to do a very small cut down to remove the part that allegedly sheared off. No patient harm reported.